Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle and non-patient end needle were bent and breaking off during use, inhibiting insulin delivery. The following information was provided by the initial reporter: the consumer has been having issues with nano needle lot #8532652 where they are bent on both ends and breaking off at both ends, seen both before and during use. This has sometimes inhibited the consumer from getting all of his/her insulin.

Manufacturer narrative:
H.6. Investigation: customer returned (2) open 4mm, 32g pen needles without the tear drop label or inner shield and (1) lilly pen. Customer states that the needles are bent on both sides and are breaking at both ends resulting in the inability for consumer to get all of his/her insulin. Both returned pen needles were examined and both exhibited a bent patient end of the cannula. One sample exhibited a bent non patient end of the cannula while the other sample exhibited a broken non patient end of the cannula. The pen was also examined and exhibited a broken cannula stuck in the septum of the pen. These issue could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent patient and non patient end of cannula, broken non patient end of cannula, unable to operate) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (broken patient end of cannula) user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text : see h.10

Event description:
It was reported that the bd ultra fine¿ pen needle and non-patient end needle were bent and breaking off during use, inhibiting insulin delivery. The following information was provided by the initial reporter: the consumer has been having issues with nano needle lot #8532652 where they are bent on both ends and breaking off at both ends, seen both before and during use. This has sometimes inhibited the consumer from getting all of his/her insulin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle and non-patient end needle were bent and breaking off during use, inhibiting insulin delivery. The following information was provided by the initial reporter: the consumer has been having issues with nano needle lot # 8532652 where they are bent on both ends and breaking off at both ends, seen both before and during use. This has sometimes inhibited the consumer from getting all of his/her insulin.